Event description:
It was reported that after placing the pump into the mini apical cuff the surgeon observed bleeding from the area between the mini apical cuff and pump. The surgeon decided to exchange the mini apical cuff to a regular apical cuff. With regular cuff there was no bleeding observed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B5 narrative info. H6 health effect - impact code. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The exchange of the ring caused a delay in the procedure. No patient consequences were reported.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific root cause for the reported bleeding between the pump and mini cuff could not be conclusively determined through the evaluation of returned mini apical cuff. The mini apical cuff was returned in used condition. The mini cuff showed suture holes along the felt ring. The silicone along the bottom edge of the metal ring appeared unremarkable. The mini cuff was measured using a microscopic electronic measuring tool. The inner diameter of the metal frame of the mini cuff was found to be within specifications. The mini cuff was inserted into a test heartmate 3 left ventricular assist device (lvad), and the mini cuff engaged within the cuff lock without difficulty. The mini cuff appeared to be correctly seated. Rotating the mini cuff within the engaged cuff lock found that the connection felt secure. The connection was lubricated with a saline solution and no leakage was observed between the o-ring of the motor housing and the mini cuff. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. A corrective action has been initiated to investigate blood leaks at the apical cuff during implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage; cycling the lock 10 times; engaging the lock with a dummy apical cuff; and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. Additionally, review of the device history records for the mini apical cuff lot number 8242974 showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 mini apical cuff kit instructions for use (IFU), rev. E is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may led to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19mar2024. No further information was provided. The manufacturer is closing the file on this event.